Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after swimming with the pump. The customer's blood glucose level was not impacted. After allowing the pump to dry, the alarm was cleared and insulin delivery was resumed.